Manufacturer narrative:
(B)(4). H6 health effect - clinical code - e0401 autoimmune disorder.

Event description:
It was reported that a missing sensor wire occurred. The wearable was inserted into the arm on (B)(6) 2024. The event date is an approximation. On (B)(6) 2024, the patient removed the g7 sensor from her skin. Her husband noticed that the wire was missing and believed it was left inside her skin and the area was bleeding. She called her doctor, who advised her to go to the emergency room. Her husband took her to the emergency room. The patient underwent surgery with anesthesia and stayed overnight. Due to her autoimmune disease, the patient´s doctor insisted on having the wire removed promptly. She was released the next morning. At the time of the report the patient was stable and the area was scarring. No product or data was provided for investigation. Problem could not be confirmed, and probable cause cannot be determined. No additional patient or event information is available.